Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case was chipped and cracked by the left and right front bottom corners and there was visible contamination. Syringe plunger not in place was found in event history log. Functional testing was performed and the syringe plunger not in place found during syringe test. The front flipper was broken on left plunger case. The root cause of the issue was a result of the customer's physical damage to the device. Replaced left plunger case and performed calibration on the pump and passed all the functional tests. UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a syringe plunger not in place message. No patient injury was reported.